Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), product type: lead. Product ID: 3778-60, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-jan-2013, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 14-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the old ins moved when ins was put in and had to move it in a new spot and had to anchor it because pt was falling because leads came loose and the ins was loose and wouldn't make good connection so they went in and fixed this. Pt states this all occurred back in 2009 when they changed the ins and this all occurred.